Event description:
According to the reporter, during a lap incisional hernia, the device had difficulties in loading the reload onto the handle. In addition, the reliatack reload fell into the patient, the doctor was able to retrieve the reload with a grasper and then completed the case. There was no patient injury involved in the event.